Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the event description that the knife did not cut the tissue can be confirmed. The knife may not cut the tissue if the firing stroke is not fully completed or if the staple height indicator is not within the green range. The staple forms cannot be seen until the anastomosis is pulled apart to remove the device and anvil, but it is likely that the staples did not completely form if a complete firing stroke did not occur. Conclusion: based on the video evidence of the subject cdh29a, the likely cause of the complication is that the device was not subjected to a complete firing stroke or the staple height indicator was not within the green range. Hands on analysis of the device should be able to confirm the cause of the issue.

Event description:
It was reported that during a laparoscopic procedure, the device fired only with staple, but the knife didn't cut through tissue. The staple formed incompletely; the device failure induced the laparoscopic surgery converting to open surgery.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, uncut washer ¿ blemished. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.